Event description:
It was reported that in a case of pss, when the surgeon wanted to put travios 13 mm implant, but it was actually an 11 mm implant. The surgeon proceeded with the surgery with the 11 mm implant but was upset. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Therefore we are not able to comprehend the information from the hospital. However, a review of device history records has been requested.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues.